Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Therapy date is unknown. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-21864, 1627487-2020-21868. It was reported that the device was explanted roughly 8 years ago. Exact date and reason for the explant are unknown.